Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The screw at the end of the offset reamer shaft has come off and is missing. This was a primary procedure. The surgeon confirmed on postoperative x-rays that the screws were not remained in the patient's body. This event most likely occurred while cleaning up instruments after surgery.